Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the single port (sp) monopolar curved scissors (mcs) tip for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. In addition, this is an accessory, which does not appear in the logs. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. A review of the provided image was performed and it looked like the mcs tip fell into the patient. From the photos it was not quite clear if there was any damage on the cover. This event is being reported because the sp mcs tip reportedly separated from the mcs instrument and fell inside the patient. The item was retrieved, and no additional surgical intervention was required. However, unintended items falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the monopolar curved scissors (mcs) tip from the mcs instrument was found to have separated and fell into the patient¿s anatomy. The mcs tip was retrieved during the same procedure. After the procedure, the customer tested another mcs tip on the same mcs instrument, but it did not separate. It was suspected that the mcs tip was defective. The customer was concerned that this event would happen again in the future because it was hard to find the tip in a narrow area. The metal part could be found through x-ray, but the mcs tip would not be detected even if they converted to laparoscopic procedure. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs instrument and mcs tip were inspected prior to use with no damage observed. When the customer removed the instrument that was in use for about 2 hours, the mcs tip fell inside of the patient¿s anatomy and was retrieved during the same procedure. No additional surgical procedure was required to remove the item. The instrument did not collide with any hard materials or other instruments and the surgeon did not notice any issues with the functionality of the instrument. In addition, the mcs tip appeared to be properly installed during the surgical procedure. The installation tool was used while the reducer was not needed for the sp instrument. A lubricant (electrolube or similar) was applied to the mcs instrument prior to the mcs tip installation. The customer did not find any difficulty upon removing the instrument and mcs tip as the wrist was straightened. They did not notice any damage on the mcs tip, mcs instrument, or cannula after the event occurred. A backup instrument was used to continue the procedure. The procedure was completed with no report of patient injury. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The product was disposed and would not be returned. Information regarding patient demographics, relevant testing, and medical history were requested; however, the reporter was not able to provide that information.